Manufacturer narrative:
Evaluation summary: it was caused due to an excess force applied on the electrical connector assy / lg cable connector assy. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
On july 23, 2021, pentax (B)(4) confirmed that there is no need to contact the reporter and/or the staff in charge at the hospital, as there was no person concerned in the complaint. On (B)(6) 2021, pentax (B)(4) confirmed as follows: this complaint came from service, not from the customer. The inspection result was: remote control button 1 freeze the image automatically from time to time, caused by a defect e-connector / lg-plug. No patient or other person involved. The time of event is unknown. There was no report of patient harm.